Event description:
Customer reported that a pair of non-insulated forceps delivered secondary burns to the pt. Forceps will be sent in for eval.

Manufacturer narrative:
No discrepancies were found that would explain the incident. The device was tested for electrical continuity and passed all tests. The use of non-insulated forceps in surgical sites which are constrained could bring about burns to non-target tissues if the blades of the forceps inadvertently contact structures other than those intended. This warning is contained in our product's instructions for use. Based on the investigation results, no further action is required. Trends will be monitored for this and similar complaints. At this time, this complaint is closed.